Event description:
The customer reported via phone call that she had to do the self test to test the vibration function with a new pump. Customer stated that the pump did not vibrate during the vibrate test. Customer ran the self test with a new battery and the pump did not vibrate with the new battery. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The vibration alert functioned properly and no unexpected noise was noted. The insulin pump was received with minor scratches on the display window.